Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and they were unable to flush the catheter. It was reported that when the octaray catheter was inserted into the patient, the nurse noticed that saline was not dripping into the tube like it usually does under pressure. They were unable to flush the octaray catheter at all. There were no issues when the octaray catheter was pulled out of the body. They replaced the octaray catheter with a lasso catheter and the procedure continued without further issues. No adverse patient consequence was reported.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and they were unable to flush the catheter. It was reported that when the octaray catheter was inserted into the patient, the nurse noticed that saline was not dripping into the tube like it usually does under pressure. They were unable to flush the octaray catheter at all. There were no issues when the octaray catheter was pulled out of the body. They replaced the octaray catheter with a lasso catheter and the procedure continued without further issues. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device 31158776l number, and no internal actions related to the reported complaint condition were identified. Additionally, the manufactured and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).